Manufacturer narrative:
At this time, no further information has been communicated. Neither serial number of the associated boston scientific lead were provided. If new information is received, this event will be further updated.

Event description:
Boston scientific received information via the internal literature review process, that two flextend 2 lead models, had been removed from service due to infection. The article of interest reviewed active-fixation leads in relationship to anomalies observed during explant. The study was aimed to review active fixation lead mechanism (helix function) during and post lead removal, as active leads are being widely employed due to several advantages over their passive fixation counterparts. Thirty-one patients were enrolled undergoing active-fixation lead removal. Published results stated that two of the boston scientific leads had been removed due to infection; 255 and 350 days post implant. No allegations the leads cause or contributed to the infection status and no resulting adverse patient effects were noted. The study concluded that active-fixation mechanisms failed in up to 22.5 percent of explanted leads, which may have important clinical implications during lead removal and repositions.